Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a removal surgery with the fibulink. The fibulink in question, which was inserted in (B)(6) 2024, was removed, but it became difficult to remove the fibula link and tibia screw, and as a result, the fibula link and the tibia screw were left in the patient's body. The tensioning cap was removed, but when we tried to remove the fibula link with a tibia screwdriver, it did not engage, and only the fibula link moved to the tibia side, and the tip of the driver hit the cortical bone on the opposite side of the fibula, causing it to spin freely. The surgery was completed successfully within 30mins of delay. Surgeon ¿s comment: the difficulty in removal was due to a problem with the implant structure, and the product was not intended to be removed. It may be possible to remove it by drilling a larger hole, but the surgeon did not want to destroy the bone unnecessarily, so this time it was left in place. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history review: part # fgs-1100, synthes lot # 23e016, supplier lot # 23e016, release to warehouse date: 01 nov 2023, supplier: robling medical, inc. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.